Manufacturer narrative:
As reported the implant used was too small for the hernia defect resulting in a post-op hernia recurrence. Patient underwent additional surgery at the site and has chronic pain in the region of the two surgical procedures. Based on the information provided inadequate coverage of the defect resulted in hernia recurrence. Per the instructions-for-use, supplied with the device "to prevent recurrences when repairing hernias, the mesh should be sized with appropriate overlap for the size and location of the defect, taking into consideration any additional clinical factors applicable to the patient. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." Hernia recurrence is a known risk of hernia repair surgery and is a labeled possible complication in our IFU. Recurrence is considered foreseeable and clinically acceptable in terms of patient benefit when treated with mesh. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered as a best estimate (15-dec-2023) based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per ansm report # n° (B)(4): in summary: patient was diagnosed with right inguinal hernia and underwent laparoscopic implant of a 3dmax light mesh. The patient was informed of the modalities of extra-peritoneal laparoscopic hernia repair, with mesh placement, complications such as hematoma, and the rare cases of hernia recurrence or pain. Under general anesthesia, the anterior aponeurosis was opened, 2 x 5 mm trocars on the midline were placed and extraperitoneal space was insufflated. A direct right inguinal hernia was found; hernia was reduced, cord elements parietalization and peritoneum was completely lowered, causing a large breach at the appendectomy site. This forced the surgeon to switch to conventional laparoscopy with placement of two trocars in the flanks for the remainder of the procedure. Peritoneum was opened, widening the breach to provide a comfortable space for insertion of a large 3dmax light mesh and fixated using optifix. Late 2023/early 2024 - a second operation was carried out following a recurrence of inguinal hernia, because the first mesh was too small; since then, the patient has recurrent pain in the scar area, during certain movements (stretching, lifting the arms).